Manufacturer narrative:
Product complaint #: (B)(4). Date report sent to FDA: (B)(4) 2018. Upon receipt of additional information from customer: this is not an ethicon product, therefore this medwatch is being voided.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the product code, the code informed pp84610 could not be located in the database. What is the lot number? Did the needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominal procedure on an unknown date and suture was used. During the procedure, the suture detached from the needle. There were no patient consequences. Additional information has been requested.